Manufacturer narrative:
The device was returned for analysis, however, the reported suture remaining in the o-ring was not confirmed as not all components were returned. Factors that may contribute to entrapment of the device/ suture remaining in the o-ring include, but not limited to, manufacturing, the posterior cuff wedges in the suture bearing surface or tissue may catch during insertion or withdrawal. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, during removal of the proglide, the suture did not slip out of the o-ring and got entangled. The suture of the proglide was intentionally broken to allow for retrieval. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 10f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.